Event description:
Patient scheduled for outpatient colonoscope. After procedure was completed and colonoscope was taken to reprocessing suite, it was noted that the sheath had come apart from the scope. FDA safety report ID# (B)(4).